Manufacturer narrative:
It was determined during installation of the anesthesia system that the additional fresh gas outlet valve (afgo) was faulty. A leaking sound was heard and felt and the afgo valve test during system checkout failed. The afgo valve was replaced but it was not returned for investigation. The purpose of the afgo test is to verify that the afgo valve can be set correctly to its two valid positions (afgo position and patient cassette position). In the patient cassette position it is verified that there exist a flow measured by the expiratory flow meter. In afgo position it is verified that there is no flow measured by the expiratory flow meter. Evaluation of the received device logs showed that the afgo valve test failed as a result of too low measured flow in the patient cassette position. Without the actual afgo valve to investigate we are unable to determine the true cause of the event.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the system check out failed due to a gas leakage in the afgo (additional fresh gas outlet) valve. There was no patient involvement. (B)(4).